Event description:
Motion control. Communication failed error. This keeps popping up.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The user did not submit case logs for investigation. Ultimately, the user was unable to resolve the issues within the case and the procedure was aborted. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. . The cause of the reported issue can be traced to user technique.